Event description:
The company received a report where it was claimed that the cuff deflated during pt use. The caller could not confirm if the failure occurred in the cuff of pilot balloon. The caller reported that the tube was pretested. The caller reported that non routine recannulation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. The lot number was not provided. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.